Event description:
It was reported that the right ventricular (rv) lead dislodged several hours after an av ablation procedure. The patient was pacer dependent and was asystolic for about a minute, had an escape rhythm and recovered. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).